Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a paclitaxel set leaked. The leak was reported from the ¿distal¿ part ¿of the pump segment¿. This issue was identified during patient infusion with an unspecified chemotherapy medication. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Upon due diligence it was reported "the leak was on the tubing itself". The event occurred during patient use. There was no patient injury or medical intervention associated with this event. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.